Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Manufacturer narrative:
(B)(4). The same was not returned for eval. The lot number is unk, therefore a device history record could not be reviewed.

Event description:
It was reported that the patient had a hard time getting the catheter past his prostate and ended up bleeding and having to go to the emergency room. At the emergency room he had to be recatheterized.